Event description:
It was reported that the pt's device had impedances that were out of range. The device was explanted and returned for analysis. The pt had a replacement device placed and a new device was working normally.

Manufacturer narrative:
(B)(4). Final analysis of neurostimulator (lot nbv139785h) revealed no anomalies. Output was tested at the distal end of a known good extension. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the extension. Final analysis of extension (lot nah043460v) revealed no anomalies. The extension was functionally ok. Continuity was acceptable, there were no shorts.